Event description:
Ebus (endobronchial ultrasound) needle vizishot flex single uses aspiration needle, olympus number na-u402sx-4019. Physician advanced the needle into the pt's lymph node. She did not see the needle on the screen, so she retracted the handle used to advance the needle, the bronchoscope was withdrawn from the pt and the entire unit was pulled out of the ebus broncoscope. The needle was not visible outside of the scope, so she then went down the ett (endotracheal tube) with a therapeutic scope where the ebus needle was visualized in the lymph node. Forceps were used to retrieve the needle from the pt, no harm was caused to the pt.